Event description:
Refer for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned back to intuitive surgical, inc. (Isi) and failure analysis (fa) completed its investigation. Fa was unable to replicate the reported issue. Fa reviewed error logs and was able to confirm the reported issue of reoccurring recoverable fault when sureform stapler was installed. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a psc fixture test platform (pftp) and passed all the tests. No damage was observed on the carriage. As a precaution the carriage motor rotors and gearboxes will be replaced, and the carriage will be reworked. The complaint regarding the carriage on arm3 had broken off after removing an instrument was not confirmed based on fa. The probable root cause of part of the carriage on the arm has broken off cannot be determined based on the information provided and fa results. No product issue was identified. Fa investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, after removing an instrument from arm3, they noticed that part of the carriage on the arm has broken off. Technical support engineer reviewed onsite and noted error codes 256, 22020, 31009 on arm3. Staff had no errors and continued without arm3. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting carriage on arm3 has breaking off after removing an instrument, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse did not see any of the parts broken that customer mentioned. Fse replaced pn: 380647-34 for customer assurance. Isi received the universal surgical manipulator (usm), however, at this time, evaluation is not complete. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. A log review confirmed the pulmonary lobectomy procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer abandoned arm3 after the start of the procedure due to a part of the carriage breaking off after removing an instrument. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.